Event description:
A report was received that the patient lost motion of his right leg on the same day he was implanted with the spinal cord stimulator (scs) system. The patient underwent an explant procedure to remove the ipg and leads. All explanted devices were discarded by the facility. The physician assessed that the patients symptom was not related to the device. The patient is currently waiting for a magnetic resonance imaging (MRI) scan to determine the cause of the loss of motion in his right leg.

Manufacturer narrative:
Additional information was received that the patient confirmed that he still has no mobility or sensation in his right leg. The patient completed the MRI per his physician's request and intends to seek a second opinion.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8336-70,serial/lot: (B)(4),description: coveredge 32 surgical lead kit 70 cm.

Event description:
A report was received that the patient lost motion of his right leg on the same day he was implanted with the spinal cord stimulator (scs) system. The patient underwent an explant procedure to remove the ipg and leads. All explanted devices were discarded by the facility. The physician assessed that the patients symptom was not related to the device. The patient is currently waiting for a magnetic resonance imaging (MRI) scan to determine the cause of the loss of motion in his right leg.